Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. . At the customer site, the field service engineer replaced the hard drives and reloaded the 4.2 software. The system information was verified and the issue was resolved. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a core m2 system was used in an procedure. During use, an error message was displayed on the monitor. The system was rebooted three times without success. The case was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the core m2 system could not be used; resulting in a potential for harm due to the delay of the procedure.